Event description:
It was reported that device reached recommended replacement time (rrt) early and it did not meet the expected longevity. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of the device memory indicated the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) date (B)(6)-2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant product: 694758 implantable tachy lead (B)(6) 2009. (B)(4).